Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) needs service. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The customer informed that pump was not working. During investigation of the logs, the stm found that unit shut down 4 times with error prolonged shuttle prs system failure. In addition, the unit transducer offset were out of calibration by 22mmmhg, the stm stated that every time the unit was reboot the offset would change. The stm replaced the front end board. Unit passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) needs service. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.